Event description:
Report received of a device that did not detect distal occlusion during preventative maintenance testing. There were no reports of any adverse patient events while the device was in clinical use.